Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is not getting alarms on the insulin pump. Customer stated that she has changed out her softest at least three times and is pushing out a lot of insulin through, but her blood glucose level is still high. Customer's blood glucose levels have been running high. Customer's blood glucose level went up to 456 mg/dl. Customer has been able to get her blood glucose level down through the day, but when she gets up, it goes high again. Customer has been waking up with high blood glucose levels since saturday morning. Customer's current blood glucose level was 404 mg/dl. Customer treated with the pump. Customer has body aches. Customer ran a manual prime and the insulin did exit the tubing. Basal rates and bolus wizard settings are correct. Customer does not having a tubing clamp. Customer will call back to continue troubleshooting when they receive the tubing clamp. Customer was advised that the pump is working properly. No additional information provided.